Manufacturer narrative:
(B)(4). Physio-control provided the customer, a biomedical engineer, with technical assistance. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had a service indicator present and an event code in the memory which indicates that the AED function of the device may be inoperable and, as a result, the unit may not be able to analyze a patient's rhythm and provide defibrillation therapy while in AED mode, if necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer, a biomedical engineer, evaluated the device and verified the reported issue.  The biomedical engineer then cleared the device's memory, recalibrated the device and confirmed AED functionality.  There were no further recurrences of the service indicator or event code.  After observing proper device operation through functional and performance testing the unit was placed back into service for use.  The customer also advised that since the unit was placed back into service, that there have not been any further issues reported.  The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined.